Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: if samples are received in the future the complaint will be re-opened and re-investigated. Investigation conclusion: if samples are received in the future the complaint will be re-opened and re-investigated. Root cause description: if samples are received in the future the complaint will be re-opened and re-investigated. (B)(4). Catalog number: 305761, product description: needle eclipse 25x1 rb, lot/batch number: 6109323, expiration date: 30 apr 2021. Returned samples: no actual sample received. No photo problem statement: verbatim - we had 2 incidents of the safety mechanism falling off during activation. The separation of safety latch from needle occurred when the nurses used their thumbs to close the safety latch. The lot numbers are 6109323. Decontamination: no samples returned. Returned sample evaluation: no samples returned. No photo returned. Retain sample evaluation: no sample. Complaint history review: no similar complaint being feedback on the affected batch in the complaint database. DHR review: no abnormality and qn reported during production. Manufacturing process: reviewed preventative maintenance, calibration, and equipment and no abnormality observed that could have influenced this issue. Reference to known issues: n/a. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Product within specification: not able to determine. Root cause: not able to determine. CAPA determination results: capas (B)(4) were opened to identify and address the potential causes of safety shield disengagement. Additionally, field action notification mss-16-837-fa was initiated and a product advisory letter was sent on 12/29/2016. (B)(4).

Event description:
It was reported that the safety mechanism on two 25 g x 1 in. Bd eclipse¿ needles fell off after activation. In addition, it was reported that the separation of safety latch from needle occurred when the nurses used their thumbs to close the safety latch. There was no report of injury or medical intervention.